Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited far r wave over-sensing, leading to inappropriate mode switches. No intervention was performed. There were no patient consequences.